Event description:
Additional information was received that the patient experienced syncope due to the device or the right ventricular (rv) lead. Furthermore, both the device and the rv lead were explanted and replaced to resolve the event. Additionally, during the revision procedure, the right atrial (ra) lead was also explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17190 and 2017865-2020-17193 during a clinic follow-up, a loss of pacing and episodes of oversensing were observed on the device and a low pacing impedance, loss of capture, and episodes of high ventricular rate due to noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. It is unknown if the oversensing and loss of pacing was due to the device or the rv lead, but the patient is pacemaker dependent and experienced falls as a result. Furthermore, a low pacing impedance was observed on the right atrial (ra) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.